Event description:
It was reported the patient received the early replacement indicator (eri) message on their remote control. Based on the patient's program report the implantable pulse generator (ipg) battery was projected to last two years, as such it was determined the battery depleted prematurely. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.